Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, because of the unable to update timing alarm he was noticing intermittently. Texted image revealed a poor looking fiberoptic arterial waveform. The esp personel had asked him to check for a blood return and flush the inner lumen on standby for 15-20 seconds. He was able to get a blood return, but the flushing did not improve the fiberoptic shape and the inner lumen looked worse. After he plugged the fiberoptic cable back in, briefly he reported the unable to calibrate fiberoptic sensor which would go away. The esp personel recommended a cxr to check catheter tip placement and repositioning the patient. He said the patient was on the vent and crrt and he did not want to reposition at this time. The esp personel gave him my number to call back after the results of the cxr came back. I reminded him this was not a high priority alarm, so if he cannot greatly improve the shape of the waveform, the pump will still be erring on the side of safety for the timing. He appreciated the help and did not call back. No harm or injury reported.